Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/17/2016 with the following findings. During investigation, the display was found to be dim and discolored. Unrelated to the issue, the audio bolus button cover was punctured but still responsive to user presses. Additionally, there were multiple scratched on the display lens. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2016.